Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the bronchofiberscope exhibited foreign material on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was likely caused by insufficient reprocessing due to leakage caused by a cut on the bending section cover. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "bf-pe2 instructions chapter 3 preparation and inspection", and preventative measures in "bf-pe2 instructions chapter 7 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.